Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the buttons were sticking on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. His blood glucose level was 195 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).